Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump alarmed for a button error and had no button response due to corroded keypad traces. Moisture damage was noted on the display. The insulin pump was received with a cracked display window corner, cracked reservoir tube lip, and minor scratches on the display window.

Event description:
Customer's mother reported a button error alarm. The daughter's blood glucose was 146 mg/dl. The customer could not recall any significant events leading to the alarm. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No add'l info is provided.